Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a patient family member that when weaning this patient off pump after implant of this bioprosthetic valve, the patient¿s heart would not beat normally and subsequently the patient passed away. The cause of death was not received. There was no evidence to suggest that the valve or its function contributed to the patient¿s death. It is unknown whether an autopsy was performed. The patient family member noted that the replacement procedure was initially ¿robotic¿ but due to heavy calcification the ¿sutures weren¿t holding¿. The procedure was converted to an open heart procedure for the bioprosthetic valve to be implanted.